Event description:
The pt received tka surgery (primary) in 2004. Approx 4 years later, the surgeon found the loosening on the pt's x-rays. The surgeon suspected infection as the cause of loosening. Pt was revised in 2008.